Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the sensor was gave a reading that was much lower than blood glucose level, causing customer's insulin pump to threshold suspend. Customer's blood glucose was 320 mg/dl and the sensor reading was 45 mg/dl. Insertion and calibration techniques and protocol were discussed. Customer had reportedly noticed bent cannulas on a previous sensor.